Event description:
It was reported that the acetabular component was loosening.

Manufacturer narrative:
(B) (4). Conclusion: the cup has not been returned to us for investigation. Since we have only received the insert and the ball head we cannot evaluate why the acetabular was loosened. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.